Manufacturer narrative:
(B)(4). Report source: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported that the patient fell day 4 post op in her nursing home and dislocated her hip. An attempt at a closed reduction was unsuccessful, but did cause acetabular shell to move. Surgery was performed to revise the dislocation and loosened shell. During revision procedure it was found that the 28mm head had dissociated from the articulating 42mm e1 bearing.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4: expiration date and UDI, g3, g6, h2, h3, h4, h6: proposed component code: mechanical (g04) -head, h10, no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right hip arthroplasty dislocation and possible acetabular implant loosening. It was noted the patient fell and dislocated her hip. As the reason for the fall is unknown, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the original complaint description provided.